Event description:
During device evaluation by baxter failure code 810:11 was found in the event history on a colleague infusion pump. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4)

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). The device has not been serviced by baxter prior to this event. No exception or nonconformance's occurred during the manufacturing of this device. (B)(4).